Event description:
It was reported via a clinical trial the target lesion was being treated on (B)(6) 2009 and located in the proximal right coronary artery (rca), which had a 70% stenosis. The length of the lesion was 24 mm and the vessel diameter was 4.0 mm. After pre-dilatation a promus 4.0 x 28 stent was deployed and post dilatation was done with result of 0% residual stenosis. Post procedure cardiac enzymes were noted to be elevated and reported to be myocardial infarction (mi). The site reported the mi occurred on (B)(6) 2010 one day post procedure and prior to hospital discharge. There was no treatment and the patient was discharged the same day (B)(6) 2010 with aspirin and clopidogrel prescribed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of myocardial infarction (mi) is listed in the instruction for use (IFU) as a no-fault post-procedure effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.